Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2010625) on 03-sep-2020. The most recent information was received on 21-sep-2020. This spontaneous case was reported by a regulatory authority and describes the occurrence of device expulsion ('migration of one of the 2 implants in the uterus') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), migraine ("migraines"), mental disorder ("psychological disorders"), adverse event ("physical disorders") and eye disorder ("eye disorders") and was found to have weight increased ("weight gain"). The patient was treated with surgery (proposal to remove implants with hysterectomy). At the time of the report, the device expulsion and menorrhagia had not resolved and the abdominal pain, migraine, weight increased, mental disorder, adverse event and eye disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain, adverse event, device expulsion, eye disorder, menorrhagia, mental disorder, migraine and weight increased with essure. The reporter commented: current state of the patient: proposal to remove implants with hysterectomy in view of menorrhagia and location of one of the implants (next appointment (B)(6) 2020) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-sep-2020. This spontaneous case was reported by a regulatory authority and describes the occurrence of device expulsion ('migration of one of the 2 implants in the uterus') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), migraine ("migraines"), mental disorder ("psychological disorders"), adverse event ("physical disorders") and eye disorder ("eye disorders") and was found to have weight increased ("weight gain"). The patient was treated with surgery (proposal to remove implants with hysterectomy). Essure treatment was ongoing at the time of the report. At the time of the report, the device expulsion and menorrhagia had not resolved and the abdominal pain, migraine, weight increased, mental disorder, adverse event and eye disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain, adverse event, device expulsion, eye disorder, menorrhagia, mental disorder, migraine and weight increased with essure. The reporter commented: current state of the patient: proposal to remove implants with hysterectomy in view of menorrhagia and location of one of the implants (next appointment (B)(6) 2020) based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.